Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 10 mm / 2.50 mm flextome¿ cutting balloon¿ was selected for use. During procedure, it was noted that the balloon ruptured when inflated at the lesion. The procedure was completed with a different device. No patient complications were reported and patient's status was good.